Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 480 mg/dl. Customer experienced irritability, fatigue, frequent urination, they did not feel well and treated their high blood glucose level via bolus delivery and manual injection. Customer went to the hospital on (B)(6) 2017 at 10:30 pm. Customer¿s current blood glucose level was 247 mg/dl. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.

Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08725 inches. No excessive no delivery alarms noted. Unit received with cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.